Manufacturer narrative:
Eval summary: based on analysis finding of scratched and cracked blade, this event is reportable as a malfunction. The device was returned with the blade scratched, burnt and cracked. The blade was noted to have staple line marks. Due to the damage to the blade, it was confirmed that the device was non-functional. The hand-activated buttons were tested and functioned properly. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure". The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that the handpiece gave error code 3 and 5 during the case using the device. The user switched instruments and continued with another device and rec'd error code 5 after an hour of use. At this point, the user switched to a bovie using a hook. There was a diaphragm injury (nick) caused by the bovie. There was no consequence to the pt.